Event description:
International affiliate reports that during surgery to extend a previously implanted spinal construct, a spinal rod was found to be broken. Although the rod was found to be broken in 2008, this event was not reported to depuy spine at that time.

Manufacturer narrative:
No conclusions can be made as the device is not available for eval. Review of the device history record cannot be performed as the lot code that was provided for the device has been determined to be incorrect. The affiliate reports that the surgeon mentioned that he might have underestimated the amount of tension placed upon the rod, and he has no issue with the device. At this time, the complaint is considered to be closed.